Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the right superficial femoral artery (sfa) with heavy calcification and mild tortuosity. The first 6x150mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and the stent was attempted to deployed; however, the thumbwheel would not rotate, and the stent failed to deploy. The handle halves of the sess were opened in an attempt to deploy the stent; however, the stent was only able to be partially deployed. Therefore, the sess was removed from the patient. After the stent was removed from the patient the sheath inside the handle was noted to become separated. A second 6x150mm absolute pro sess was advanced to the target lesion; however, the thumbwheel would not rotate and the stent failed to deploy. The second absolute pro sess was also removed from the patient. A supera stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis of the second absolute pro sess found the sheath had separated during inspection of the handle. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure and mechanical jam was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.